Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the first spyscope ds ii was used with a few pulses from the ehl probe and it was noticed that the image flickered and was lost. A second spyscope ds ii was used with no ehl probe, when flushing sterile saline through spyscope ds ii the image flickered and three flashing dots appeared on the screen. They turned off and on the spyglass ds controller and the image returned, however, when they flushed again through the spyscope ds ii the image flickered again and three flashing dots appeared. The spyscope was unplugged and plugged back in. The controller was restarted. Biomed came to insure all cables were plugged in correctly. None of these resolved the problem. The procedure was not completed due to this event. The procedure was rescheduled on a later date and was completed using a balloon sweep and sphincteroplasty with a hurricane balloon. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the first spyscope ds ii was used with a few pulses from the ehl probe and it was noticed that the image flickered and was lost. A second spyscope ds ii was used with no ehl probe, when flushing sterile saline through spyscope ds ii the image flickered and three flashing dots appeared on the screen. They turned off and on the spyglass ds controller and the image returned, however, when they flushed again through the spyscope dsii the image flickered again and three flashing dots appeared. The spyscope was unplugged and plugged back in. The controller was restarted. Biomed came to insure all cables were plugged in correctly. None of these resolved the problem. The procedure was not completed due to this event. The procedure was rescheduled on a later date and was completed using a balloon sweep and sphincteroplasty with a hurricane balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The device was fully articulated in all directions; no problems were identified with the image. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, indicated procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused the image to be disrupted, with blue/orange lines across the screen and a purple hue, leading to a full loss of image. The saline was drained from the optics lumen and the image was restored. The reported event was confirmed. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image was disrupted. Draining the optics lumen resulted in the restoration of the image. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen, and procedural factors can cause this fluid to enter the optics lumen during use. An investigation to address this problem has been completed. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.